Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. Blood glucose level not provided. Reportedly, the cause was unknown, however, customer indicated it was not related to the pump or supplies. Tandem technical support attempted to follow up with customer to obtain additional information, however, no response received.